Manufacturer narrative:
The vertek arm functions normally, locking and releasing without issue. The vertek passed all testing. No problem found.

Event description:
A biomedical engineer reported the site's vertek arm is broken. The reported problem is that it is very difficult to lock the ball joint of the device.